Event description:
A bladder neck suspension procedure was performed without incident on 4/25/96. On 6/5/, the pt returned and had developed a delayed suprapubic infection which was opened and drained. A kub performed in june revealed some from displacement of the left anchor. The pt remained continent and no treatment was administered at that time. The pt subsequently developed osteolyelitis of the symphysis pubis with abscess in the right adductor region. Both bone anchors were surgically removed. The device has been destroyed by the user facility. Therefore, no failure analysis will be performed. Osteomyelitis of the symphysis pubis occurs most often as a secondary infection from an adjacent focus (after surgery). It may also result from hematogenous spread from bacteremia. Follow up revealed this pt was a diabetic and has a chronic condition, systemic lupus erythematosus. Risk factors such as obesity, diabetes, and immunocompromised pts can further predispose the pubis to infection. "Surgical trauma and impaired vascular circulation can injure the periosteal integrity of the symphysis pubis and leave the bone susceptible to infection. Any local infection, wound infection or abscess could then secondarily infect the bone."1. "Osteomyelitis of the pubis: complication of a stamey urethropexy," the journal of urology, vol 151 (june 1994), pp 1638-1640.